Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra would not power on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began six months ago. The patient manages their diabetes with pills, diet and exercise. The patient reported continuing with their usual diabetes management in response to the alleged issue. The patient reported that they used their neighbour¿s meter in the time that they were unable to test with the subject meter. The patient reported developing symptom of ¿shaky¿ around 3 months later. The patient denied receiving any treatment for this symptom. At the time of troubleshooting the cca noted that the battery needed to be replaced. The patient did not have a battery or test strips available to walk through a re-test at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event after the alleged product issue began.